Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have various scratches on the main tube. The scratches measured approximately 5.15mm - 16.787mm in length and are axially aligned with the tube axis. Material is missing from the surface of the main tube. Components adjacent to this scratched main tube do not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of these scratches or abrasions is attributed to use conditions.

Event description:
It was reported that during central processing, the tip-up fenestrated grasper plastic coating broke off. The procedure was completed with no reported injury.